Event description:
The manufacturer received information a trilogy ev300 ventilator was found to have an error code e-081discovered in the error log during troubleshooting. No harm or injury was reported. The error code indicates ventilator service required due to the o2 proportional valve that controls the flow of o2 to the blower inlet being mechanically stuck closed or open. The oxygen blending module (obm) assembly containing the proportional valve was replaced to address the issue. Performance verification test was performed to confirm resolution.